Event description:
It is reported that when the implant was opened a loose foreign object was discovered sitting inside the femoral head packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.